Event description:
It was reported to boston scientific corporation that a securi-t replacement was placed in a percutaneous endoscopic gastrostomy (peg) procedure in 2008. According to the complainant, on six months later, the internal bolster detached while the device was being removed from the pt. The bolster was retrieved from the patient's stomach, and another securi-t replacement was used to replace the device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unknown. Although the complainant has indicated that the suspect device is being returned for eval, it has not been rec'd. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.